Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that allegedly the patient was revised due to "pre-op findings: 1. Arthrofibrosis after right total knee arthorplasty, index procedure (B)(6) 2016" and "post-op findings: 1. Pre-op motion 3-75; 2. Post-op motion 0-120; 3. Partially loose femoral component; 4. Partially loose tibial component (medial side); 5. Retained patellar component."